Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml at 24.03 mcg/day via an implantable pump for intractable spasticity. On 2020-mar-10, it was reported that the patient's pump never helped with their spasms. The patient alleged that the pump increased their spasms. The healthcare provider (hcp) was attempting to decrease the dosage by 10% but could not go lower than 24 mcg/day, the lowest simple continuous dose. The hcp intended to continue tapering the pump down and discontinue the patient's therapy in preparation for device explant. The hcp decided to the pump the pump in minimum rate and planned to put the patient on oral baclofen. No further complications were reported.